Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported a patient is experiencing corneal endothelial touch following implant of a micro-stent. Additional information reports the anterior tip of the device is touching the peripheral cornea. The patient is experiencing pain when blinking.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of stent migration and eye pain; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative stent dislodgement or movement and chronic pain in the implanted eye are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).